Event description:
It was reported that the customer passed away. Attempted to contact the next of kin several times with no results. Then the customer's doctor was contacted and they stated that the customer was in the intensive care unit last month due to a diabetic coma. It was stated that the last time she saw her doctor was on (B)(4) 2011. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.